Event description:
The customer, philips dealer cardiac services, reported that the symptom, which presented during servicing for the addition of the etc02 option, was intermittent/ lost connection to the etc02 sensor/module. Note that the device was fully functional with no allegation of malfunction when the device was removed form clinical use for servicing (application of etc02 upgrade). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.